Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, poor air/water feeding was continuously occurring due to the clogging of the air/water nozzle. The user suspected that the shavings from the packing of the gas/water valve (maj-2010) was clogged in the air/water nozzle. The user also stated that the subject device had been reprocessed according to the instruction manual. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found the elasic black-colored foreign material in the nozzle. The composition analysis of the ft-ir confirmed the foreign matter could be mainly composed of silicones. Considering the properties, the foreign matter is considered to be the silicone rubber. Since the silicone rubber is used in various olympus products, omsc could not determine origin of the foreign material. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.